Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during the functional testing. The root cause of the reported system error was the failed processor board (pca), likely attributed to the aging of the device. The autopulse platform was manufactured in january 2008 and is over 15 years old, past its expected service life of 5 years. During the visual inspection of the platform, the load plate cover had a hole, which affects the watertight seal, and the front and bottom enclosures were cracked/damaged. The observed physical damages were unrelated to the reported complaint, and they appeared to be the characteristics of user mishandling. The load plate cover, and front and bottom enclosures were replaced to address the issue. The platform archive data could not be downloaded as a result of a defective processor board, however, the system error - 132 (internal watchdog timeout) was revealed after the ap vision software was utilized, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the customer complaint. To remedy the error message, the failed processor board needs to be replaced. The brake gap inspection was performed and verified the brake gap was within the specification waiting for repair approval. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with serial number (B)(6). B3, date of event is unknown.